Event description:
It was reported that a physician had difficulty connecting a new lead to an existing implantable cardioverter defibrillator (ICD) device. The physician had trouble with the original set screw and tried a new set screw but was still unable to establish a good lead connection in the device header. There was noise on the lead. The lead functionality was confirmed with the analyzer so the device was replaced. The new device and lead functioned normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. No anomalies were found. The set screw was found in the connector bore. (B)(4).